Event description:
It was reported that a patient presented for initial implant. While implanting the left ventricular lead, the slittable outer catheter got stuck when pulling out. Lead electrodes were visibly stuck on the catheter. The lead was removed and another lead was used. The second lead used, however, dislodged upon slitting the cs sheath. The lead was not used. Patient was stable post procedure.

Manufacturer narrative:
A partial lead measuring 88.6 cm was returned for analysis. The damage found was sustained during surgical procedure. The portion of the lead that was returned was otherwise normal.